Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver 4.11e, retainer = black. Customer returned pump for an alleged failed battery alarms found on (B)(6) 2021. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. A review of the downloaded history files reveals that on (B)(6) 2021 there were sixteen (16) battery removal/insertion and sixteen (16) failed batt test (battery failed) alarms. The pump was cut open for a visual inspection. Found corroded battery tube and no damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor during visual inspection. No unexpected failed batt test (battery failed) alarm noted during testing however, excessive failed batt test (battery failed) alarms on (B)(6) 2021 are due to corroded battery tube. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, and pillowing keypad overlay. Failed batt test (battery failed) alarm complaint is confirmed and is due to corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.